Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system sn (B)(6) shut down on its own was confirmed during the functional testing. The root cause of the reported complaint was blown fuses, likely caused by the power outage at the customer facility, as mentioned by the customer. Upon visual inspection, no physical damage was observed. The event log review showed no significant discrepancies. During the functional testing, the cause for the reported complaint was determined to be blown fuses. The fuses were replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6) .

Event description:
An ivtm therapy was initiated using the thermogard xp ivtm system sn (B)(6). The following day, the thermogard system shut down on its own. A non-zoll system was used to continue the therapy. Per the user, there was a power outage two days ago, which could cause excessive voltage. However, it is uncertain whether the power outage occurred during the use of the console. The customer stated that the catheter used during the issue had no malfunction. No patient injury was reported.